Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen 300 mcg for a total dose of 139.98987 mcg/day, dilaudid (hydromorphone) 2 mg for a total dose of 0.93327 mg/day, and bupivacaine 30 mg for a total dose of 13.99899 mg/day via an implantable pump. It was reported on (B)(6) 2020 during a pump refill, a 7.5ml under-infusion was noted. Examination on (B)(6) 2020 revealed the patient's pump was inverted. The patient's pump had to be manually flipped/repositioned on (B)(6) 2020 to refill the pump which likely caused a catheter kink/indicative of a catheter kink. The patient's pain was controlled. The plan was to do a pump and catheter revision. On (B)(6) 2020 the pump and entire catheter were replaced and the pump was re-sutured. Surgical observation confirmed the catheter was kinked at the pump pocket site and the lumbar insertion site. Surgical observation also revealed a fracture at the pump pocket and lumbar insertion site, and revealed medication precipitation in the pump pocket and lumbar incision. No action was taken in regards to the medication precipitation in the pump pocket and lumbar incision. The outcome of the event (pump inversion, catheter kink, and catheter cut/break) resolved without sequalae on (B)(6) 2020. The outcome of the medication in the pocket and at lumbar incision was unresolved with no further action planned. The device diagnosis was pump inversion, catheter kink, and catheter break/cut. The clinical diagnosis was medication precipitation in the pump pocket and lumbar incision. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drugs (hydromorphone, bupivacaine, and baclofen) were related and the drug action that caused the event was no change in drug. The event date was (B)(6) 2020. No further complications were reported/anticipated.